Manufacturer narrative:
The system was examined and the reported event was replicated. The controller printed circuit board (pcb) was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming controller pcb. It cannot be determined how this component became nonconforming. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating system was hung. Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received indicated that before the cataract surgery system hung with no system message (sm). Surgery was completed by alternate system.